Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported through the submission of a revision implant sheet that the patient's left knee was revised. Noted on the sheet: "2x11 cs poly was removed. Reason: instability. There will be no further information released due to hospital policy." A 2x14 cs insert was implanted.